Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Device was post-paced t-wave oversensing on the ventricular channel. Programming changes were made.